Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8578, lot# 0211667747, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer&#62688;representative regarding a patient who was receiving morphine "20mg" tt 7 mg/day via an implantable pump. It was reported that during a procedure when the pump was disconnected from the catheter, metal came out of the pump proximal catheter revision segment, specifically the pump connector. It was replaced by another connector and the problem was solved. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. The patient status was alive - no injury.

Manufacturer narrative:
Analysis revealed that the catheter's sc connector was damaged at explant. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the representative clarified that the initial reason for the surgical intervention was a pump replacement due to end of life. There were no patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.